Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: needle didn't retract after hitting button. (B)(6)2025. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Can you please provide an exact date of event in format dd-mmm-yyyy? There¿s multiple total number of occurrences? For 2025 we¿ve had (B)(4) events where ivs are slow to retract or don¿t retract at all involving your products.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381434 and lot number 4261370. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.